Event description:
A cms developer noted that a user could edit the compensating filter info for an existing plan, they believe they had saved the new plan, but have the changes not be reflected in the isodoses for the revised plan. No pts were affected.